Event description:
The physician attempted to deploy a sprinter legend 3.0 x 10 mm rx balloon catheter. Abnormalities were reported in relation to the patient's anatomy but no details were given. It was reported that resistance was encountered when advancing the device to the site and force was used. It was reported that a negative prep was performed but the balloon would not deflate at the lesion site. There was no reported injury to the patient.

Manufacturer narrative:
Evaluation results: (resistance was encountered and force was used when advancing the device). No results available since no evaluation was performed. Evaluation conclusion: unable to confirm complaint. (Resistance was encountered and force was used when advancing the device). (B)(4).